Manufacturer narrative:
Manufacturing review: a device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately four years and five months later, bilateral lower extremity venogram showed that there was extensive, occlusive clot from the popliteal veins all the way up to the vena cava filter. There was also thrombus noted just above the vena cava filter, but the suprarenal inferior vena cava was widely patent. On the same day, the patient underwent unifuse infusion catheter placement and tissue plasminogen activator (tpa) infusion for thrombolysis. On the next day, venogram showed there was complete occlusion again all the way up to the inferior vena cava filter. Catheters were re-inserted to cover the occluded segments on both sides and tissue plasminogen activator (tpa) infusion for thrombolysis was performed. Eventually two days later, venogram in the right lower extremity showed widely patent popliteal femoral and iliac veins with brisk flow into the vena cava and the filter appeared to be patent. On the same day, the patient underwent angio jet thrombectomy of the common femoral to common iliac veins on the left side and up to the vena cava filter in the inferior vena cava. Therefore, the investigation is inconclusive as no objective evidence has been provided to confirm any alleged deficiency with the filter. Additionally, it can be confirmed that the patient experienced thrombus above the filter post deployment. However, the relationship to the filter is unknown. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with morbid obesity and high risk for deep venous thrombosis and pulmonary embolus. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient was diagnosed with thrombus above the filter; however, the current status of the patient is unknown.